Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was no power, and the station would not turn on at all. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station would not turn on. A field service engineer (fse) isolated the issue to main drawer number three. The fse replaced the drawer controller card, and drawer board, and configured the system in storage space configuration issue was resolved. The system functioned as intended after the field service engineer repaired the device.